Event description:
It was reported that the device was used during a total procto-colectomy, ileo anal j pouch and ileostomy. It was documented in the schedule that a diverting ileostomy was planned and scheduled for this patient. The rep was present during this incident. The surgeon was performing the distal firing of the staple line with the contour stapler. It appeared the device was difficult to fire, as the tissue was very thick. The rep asked the surgeon: "if the stapler was hard to fire?" The surgeon was firing with his left hand and at the same time he reached over with the right hand and fired the stapler, which was only partially closed. The surgeon was asking at the same time if he should have waited 15 seconds and the assistant responded "you have already fired." The rep advised the surgeon that a 15 second wait after closure should be done on all of our staplers however, that after firing there isn't any feedback or crunch when firing on this particular stapler. After removing the device from the patient; the rep asked "how does it look?" The surgeon responded "I can't see it." (Staple line). When the surgeon went to fire the ecs device it was discovered the distal end of the staple line had not been stapled. The surgeon made two attempts to close the bowel. He first hand sewed the anastomosis from below as it could not be seen from above, which took approximately one hour. The ecs pushed through the staple line and it broke through due to the suture line not being secure enough. The surgeon had to re-suture by pulling the spike out and performed a purse string and he held the purse string suture in place while the ecs device was fired. The procedure was extended by approximately three hours.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the rep asked for the device to be handed to her for inspection as the rep suspected that the device had not been closed down (she didn't hear the audible click from the closing trigger). The stapler was not locked out. However while the rep was inspecting the device, she locked it out by testing the device. Were there any consequences to the patient due to the extended or time. There was no adverse consequence to the patient due to the extended or anesthesia.